Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was today the patient was trying to charge their implanted neurostimulator (ins) to put it into MRI mode but they were getting a screen the informational message of por. During the call the patient attempted to charge the stimulator and they were able to start charging on their own with 6 coupling boxes filled in. Pt tried to use patient programmer and it said to recharge the ins. Pt will continue to charge the ins. The troubleshooting steps that were taken on the call resolved the issue.